Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained high blood glucose of 197mg/dl. The customer experienced excessive thirst, fuzzy head, nausea, and skin itches. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. The customer also mentioned having low blood glucose of 35 to 40mg/dl/. The programming in the insulin pump was reviewed, and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. Two days later, the customer called back to perform the high pressure test and the test failed twice. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.